Event description:
It was reported that the patient underwent an initial reverse total shoulder arthroplasty. Subsequently, it was reported that the patient experienced pain and an unknown issue with the humeral liner. As a result, the patient underwent a shoulder revision approximately 5 years and 9 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-01-15 - eq, hum stem prim, press fit 15mm: (B)(6). 320-01-38 - eq rev 38mm glenosphere: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-26 - eq rev comps scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 321-20-00 - eq rev shoulder drill kit: (B)(6) the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.